Event description:
It was reported that the patient experienced severe zapping, burning, and stabbing sensations occurring whether therapy is turned on or off. The patient was also experiencing implant and abdominal pain, and nausea that is triggering a vasovagal response. The patient stated that these episodes coincide with solar flare activity and proximity to the northern lights. In addition, the stimulator was intermittently turning off and on. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.